Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm and pump error due to force sensor flex cable incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify low battery alarms due to critical pump error (open book image) alarm. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received a critical pump error alarm. Customer's blood glucose was unknown. It was reported that display screen showed an open book icon. Insulin pump also received a low battery alert. Customer was advised that insulin pump would need to be replaced.